Manufacturer narrative:
The unit was requested back for evaluation, but it has not yet been received. The customer has isolated the reported problem to the main pcb. If new or significant information is identified in the investigation, a supplemental report will be submitted.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.